Manufacturer narrative:
(B)(4). The pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage was found on the motor and electronics also, however pump passed the stop current test, run current test and displacement test. Unable to verify excessive no delivery alarm or perform the self test, unexpected restart error test, off no power test, prime, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery despite changing the battery, reservoir, tubing, and set several times. The patient's blood glucose at the time of incident is unknown. During troubleshooting the alarm was resolved by changing the infusion set and reservoir. However, the insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.